Event description:
Avf cannulation needle partially dislodged resulting in a blood less > 275 ml. Pt found unresponsive. CPR initiated. A 2500 ml saline given. Pt defibrillated two times. Pt transferred to the hosp where she died.